Event description:
Customer called on (B)(6) 2011 reporting of a clear fluid leak of approximately 15 ml under the coulter ac*t diff 2 analyzer. Customer was wearing gloves and lab coat during the leak and no exposure or injury was reported as a result of the event. Additionally, patient results were not affected and there was no changes to patient treatment associated with this incident. Field service engineer (fse) was dispatched and found the probe wipe dripping. Fse replaced the probe wipe and repair was verified per established procedures.

Manufacturer narrative:
Evaluation - results: fse found the probe wipe dripping. Fse replaced the probe wipe and repair was verified per established procedures.bec identifier for this report is (B)(4).